Event description:
Customer reported the panorama central station intermittently shuts down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections including replacements of the systems cooling fan assembly and power supply. System was calibrated and safety tested to factory's specifications.